Event description:
It was reported that a tasp was fractured when it hit the floor in the sterile processing department on an unknown date. There was no patient involvement. All pieces have been returned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use. It is fractured on the medial side of the post feature. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.